Event description:
It was reported via letter from pt that they underwent right total knee arthroplasty in 2001, and that the locking bar disengaged, necessitating a revision surgery in about 1 month.